Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. Further analysis of the cutting wire found it broke at approximately 20 mm from the distal pierce hole. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was consistent with the complaint that the cut wire was broken. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02430 for the other associated device information. It was reported to boston scientific corporation that an autotome sphincterotome was used during a endoscopic sphincterotomy (est) procedure performed on (B)(6), 2010. According to the complainant, the tome cut wire broke while attempting to cut the papilla. A second autotome sphincterotome was used, but the same issue occurred. The procedure was completed with a third autotome sphincterotome. The account reported that no part of either tome cut wire detached into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02430 for the other associated device information. It was reported to boston scientific corporation that an autotome sphincterotome was used during a endoscopic sphincterotomy (est) procedure performed on (B)(6) 2010. According to the complainant, the tome cut wire broke while attempting to cut the papilla. A second autotome sphincterotome was used, but the same issue occurred. The procedure was completed with a third autotome sphincterotome. The account reported that no part of either tome cut wire detached into the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.